Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system had an x-rays disabled error and as the customer attempted to reboot the error appeared again. The result of the x-ray disabled error is an intermittent no boot. There is no report of injury or death associated with the event described in this complaint.